Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The event took place during the olympus field service inspection.

Manufacturer narrative:
There is no information available about the event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The issue with the angulation was not observed. The device was inspected. It was observed that the c-cap probe unit pink rubber had a cut. There was a cut on the bending section. The light guide lens had a crack as well. In addition, due to 20 plus full broken piezoelectric elements damaged in the ultrasound probe, there were missed echo signals. Dents were also observed on the ultrasound cord. In conclusion, the issues observed on the device were due to wear and tear.

Event description:
As reported for this event, the device had some bending manipulations and insertion tube defects. There was no reported patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that device had a loss of one sound line; that is one piece of the ultrasonic transducer on ultrasound probe was broken, which is within the permissible parameters. The instructions for use supplied when the device is shipped has important information that must be read before usage. The issue of this event can be prevented by following its guidance: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.